Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however it was reported the surgeon believes this was due to a costachondrial graft patient had undergone previously. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision due to heterotopic bone growth. It was reported the surgeon believes this was due to a costachondrial graft patient had undergone previously. The fossa component was not touched. The mandibular component was removed, the bone was cut away and the mandibular component was replaced and fixed using new screws. The facility discarded the explanted screws; the part numbers were unable to be identified.